Manufacturer narrative:
Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed, and the instrument displayed no physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument cut and released energy. The instrument was fully functional with no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument worked for half of the procedure and then stopped cauterizing. The da vinci coordinator stated when the surgeon attempted to activate the vse again, there was no energy activation and was unsure if there were audible tones heard or not. A second vse instrument was opened and there was no energy activation using the e-100 electrical surgical unit (esu). Moving the second vse to the erbe esu allowed the surgeon to activate and take control. The procedure was completed with no reported injury.

Manufacturer narrative:
A field service engineer (fse) went on-site to investigate the reported event. The fse tested multiple instruments on the e-100 several times without any issues. The problem could not be replicated. Two vse instruments were used during this procedure. The logs show the first vse instrument used was (lot number: k15230518-0120). This instrument was installed four times and passed homing each time. 125 cut complete events were captured in the logs for this instrument. The e-100 logs show two coag events without errors and 167 seal events, of which seven seal events had high initial starting impedance errors and four "blank" errors. This instrument was used for about 57 minutes. The second vse instrument used was (lot number: k15230518-0127). The instrument was installed two times and passed homing both times. The logs show 44 seal events and 40 cut complete events without errors. The e-100 logs show seven seal events without errors; all other events were performed using the erbe electrical surgical unit (esu). This instrument was used for about 15 minutes. The system logs showed no relevant errors for this event. The other vse instrument event is being reported under medwatch patient identifier (B)(4).